Event description:
The sds was advanced across the ostial right coronary artery and the balloon was inflated to deploy the stent. Following negative pressure on the balloon, the lesion was still present. The lesion was pre-dilated again and the physician advanced another sds and inflated the balloon. Visualizing the lesion again and using an ultrasound he did not see any evidence of the either stents.